Event description:
It was reported that a revision surgery was performed to remove the bipolar shell.

Event description:
A revision surgery was reported due to an irrigation and debridment of the patient. No product failure reported.

Manufacturer narrative:
Please review attached for investigation results. (B)(4).